Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected, vitros troponin I es (tropi es) result was obtained from a patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, indicating an instrument issue was not likely a contributing factor. Based on historical quality control results, a performance issue with vitros tropi es lot 3121 did not likely contribute to the event. However, the customer does not process a control that adequately evaluates performance of the vitros tropi es reagent for samples with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3121. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a non-reproducible, lower than expected, vitros troponin I es (tropi es) result from a patient sample when tested on a vitros 5600 integrated system. Patient sample 1 result of <0.012 ng/ml vs. The expected result of 13.6 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, lower than expected vitros tropi es patient sample result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).